Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed there were no emi/magnetic sources present. The patient had been nowhere but their home. The pump logs indicated motor stall occurred and stopped pump period may exceed tube set. The motor stall was active and had occurred at the end of (B)(6) 2017. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no actions and interventions taken to resolve the motor stall. Per the healthcare provider the device will be replaced. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing, gear wheel 3 and miscellaneous overinfusion -undetermined root cause. Interrogation of the pump determined it was also used to infuse fentanyl 1000mcg/ml at 220.2mcg/day if information is provided in the future, a supplemental report will be issued.